Manufacturer narrative:
(B)(4). The device was manufactured april 28, 2014 - april 29, 2014. Evaluation summary: the device was returned for evaluation. Visual inspection revealed no flow from the distal luer when the luer cap was removed. Microscopic inspection of the flow restrictor revealed drug crystallization at the distal end of the glass capillary. The reported condition was verified. The cause was determined to be a blockage of the fluid path by the crystallized drug. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow. This occurred during infusion of vancomycin. There was no patient injury or medical intervention associated with this event. No additional information is available.